Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) was unable to power up. The last patient to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation, the charger/modem was unable to power up. The cause for the power-up failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged connector. The last patient to use this battery charger/modem did not report any deficiencies.